Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus. A field service engineer (fse) found cubie drawer had failed and was missing from the medication application configuration. Fse replaced the cubie bus module and the drawer controller boards. The row board cable connections were reseated, and all cubie trays and pockets were reseated. After these actions, the system was tested, and all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.